Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a gear train anomaly due to corrosion and/or wear and/or lubrication. The motor gear train anomaly stall was due to shaft-bearing.

Event description:
It was reported that the motor stalled and never recovered. The cause of the motor stall is unknown as no MRI (magnetic resonance imaging) was performed. The patient experienced underdosing and withdrawal symptoms. Pump telemetry was performed, which showed that the motor stalled on (B)(6) 2014 at 20:58. As a result of the event surgical replacement as soon as possible was required. The patient was receiving adequate pain therapy until the pump would be replaced. The device was used to deliver morphine. No troubleshooting or patient outcome was reported for this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.